Manufacturer narrative:
Additional devices listed in this report: cat # 66300520, lot # mnvi, description: dcon std beaded fem rht l; cat # 6632-3-630, lot # mygva, description: duracon universal b/p non-beaded; cat # 6642-2-150, lot # 76413m, description: dura duration all poly pat lg. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The lot code provided, 61203y, is invalid. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a dura duration a/p tib lg 9 was reported. The event was not confirmed. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that patient was revised due to infection.

Event description:
It was reported that patient was revised due to infection.